Event description:
The intracardiac echocardiogram image was very blurry and unsafe to use as a diagnostic tool. When the catheter was connected to the cable, the image on the display monitor was blurry. Troubleshooting did not solve the issue. The catheter was removed, and a new catheter was inserted. There was a clear image with the new catheter. The procedure was completed smoothly. No injury to the patient.